Manufacturer narrative:
The device was tested and co was unable to duplicate the reported overdelivery. The pump passed delivery accuracy performance testing within product specification. The frequency of death or serious injury reports for overdelivery for plum products is 0.59/million sets.

Event description:
The pump reportedly overdelivered during routine biomedical engineering testing. The pump was only slightly out of specification in that it delivered 21.5ml with specification limits of 19-21ml. However, the pump had once previously been reported for "not registering the drip rate correctly." There was no pt involvement for this report. There have been no reports of any adverse pt events when the device was in clinical use.